Manufacturer narrative:
This report is filed, (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (date not reported) due to damage sustained during magnet removal for MRI purposes. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016. This report is filed july 28, 2016.